Event description:
The user did not progress with the device as expected. At an early stage the user had some eye-blinking from stimulation and loud sounds, but this was mostly resolved with different fitting and was then seen only rarely. The eye-blinking was more prevalent on the contra-lateral side. There was fine progress in speech development but this stagnated at a later stage 1-1.5 years ago (early 2019). Per audiologist report in (B)(6) 2019, CT scan showed 2-3 channels to be extra-cochlear. The user was re-implanted on (B)(6)2020. The device explantation report confirmed there were 3 channels found extra-cochlear at explantation. Med-el was only informed of the surgery when contacted by the user's parents long after the surgery had taken place. The child had been doing well with the med-el device at the last visit in (B)(6) 2020 and had ok results from audiograms reviewed. However, the development was not as the parents had expected it would be. The user is reportedly progressing very well with the new devices. There has been no report received of the eye-twitching with the new devices.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. Information on the device explantation report form states that three channels were found extra-cochlear. However the four most basal channels have been disabled. Additionally the recipient experienced facial nerve stimulation, which could be resolved with re-fitting. This is a final report.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user did not progress with the device as expected. At an early stage the user had some eye-blinking from stimulation and loud sounds, but this was mostly resolved with different fitting and was then seen only rarely. The eye-blinking was more prevalent on the contra-lateral side. There was fine progress in speech development but this stagnated at a later stage 1-1.5 years ago (early 2019). Per audiologist report in (B)(6)2019, CT scan showed 2-3 channels to be extra-cochlear. The user was re-implanted.